Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced infection and adhesions. Post-operative patient treatment included revision surgery and mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced infection and adhesions, pain, discomfort, inflammation, scarring, defective device, mesh failure, mental pain, suffering, impairment, disability, and loss of enjoyment of life. Post-operative patient treatment included revision surgery and mesh removal.

Manufacturer narrative:
Additional info: b2, b5, b6, b7, d6b, h6 (patient codes, ime e2402: scrotal hydrocele, tachypneic, internal oblique indurated, leukocytosis, hypoalbuminemia, protein calorie malnourishment, acute hypoxic respiratory insufficient, rapid ventricular rate, gas-filled loops of small bowel), (&) additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced infection, adhesions, pain, discomfort, inflammation, scarring, defective device, mesh failure, mental pain, suffering, impairment, disability, loss of enjoyment of life, leukopenia, acute hypoxic respiratory insufficient, blood loss anemia, atrial fibrillation with rapid ventricular rate, gas-filled loops of small bowel, focal necrosis, hemorrhage, edema, scrotal hydrocele, febrile, tachycardic, tachypneic, enlarged scrotum, emesis, erythema, turbid fluid in rlq, cellulitis, pus, fascial dehiscence, thin fluid draining from groin incision, blood clot, hematoma, internal oblique indurated, scant clear ascites, leukocytosis, sepsis, hypoalbuminemia, protein calorie malnourishment, abdominal pain, (&) chronic inguinal (&) midline wounds. Post-operative patient treatment included revision surgery, mesh removal, EKG, abdominal x-ray, pelvic MRI, ICU, medication, oxygen delivery via nasal cannula, ng tube, multiple hospitalizations, exploratory lap, closure of internal ring via suture ligation, revision of small bowel anastomosis, incision (&) drainage, opened skin edges, lysis of adhesions, small bowel resection, exploration of groin, wound packed, PICC line insertion, tpn, IV antibiotics, wound vac placement, (&) oral pain medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced obstruction, infection, adhesions, pain, discomfort, inflammation, scarring, defective device, mesh failure, mental pain, suffering, impairment, disability, loss of enjoyment of life, leukopenia, acute hypoxic respiratory insufficient, blood loss anemia, atrial fibrillation with rapid ventricular rate, gas-filled loops of small bowel, focal necrosis, hemorrhage, edema, scrotal hydrocele, febrile, tachycardic, tachypneic, enlarged scrotum, emesis, erythema, turbid fluid in rlq, cellulitis, pus, fascial dehiscence, thin fluid draining from groin incision, blood clot, hematoma, internal oblique indurated, scant clear ascites, leukocytosis, sepsis, hypoalbuminemia, protein calorie malnourishment, abdominal pain, & chronic inguinal & midline wounds. Post-operative patient treatment included revision surgery, mesh removal, EKG, abdominal x-ray, pelvic MRI, ICU, medication, oxygen delivery via nasal cannula, ng tube, multiple hospitalizations, exploratory lap, closure of internal ring via suture ligation, revision of small bowel anastomosis, incision & drainage, opened skin edges, lysis of adhesions, small bowel resection, exploration of groin, wound packed, PICC line insertion, tpn, IV antibiotics, wound vac placement, & oral pain medication.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.